Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 9/25/2013, electrode belt: 08/05/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly in a hospital with staff present at the time of the event. The patient's rhythm was asystole with CPR artifact. The patient's rhythm then transitioned to ventricular fibrillation (vf) with varying amplitude and CPR and motion artifact. The patient remained in vf for 2.5 minutes before a non-lifevest defibrillation was delivered to the patient. The patient's rhythm at the time of the non-lifevest defibrillation was vf, the post-shock rhythm was a seven second conversion with recurrent vf. The CPR artifact, motion artifact, and varying amplitudes of the vf prevented the lifevest from delivering a treatment. The patient remained in vf for 45 seconds before a second non-lifevest defibrillation was delivered. The post-shock ECG shows CPR artifact. The electrode belt was disconnected at 10:11:06 while the patient was in vf with motion artifact. The patient's equipment was returned and was found to be fully functional. There is no indication the any device malfunction caused or contributed to the patient's death. The CPR artifact, motion artifact, and varying amplitudes of the vf prevented the lifevest from delivering a treatment.